Manufacturer narrative:
(B)(4). The device was not returned for analysis. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in inadequate leaflet insertion in the clip and therefore contributed to the single leaflet device attachment (slda); however, this cannot be confirmed. A definitive cause for the slda in this incident could not be determined. The reported patient effect of mitral regurgitation (mr), was likely a result of the slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that one mitraclip was implanted on (B)(6) 2016 reducing mitral regurgitation (mr) from grade 4 to grade 1-2. At a follow-up visit, on (B)(6) 2016, the clip was found only attached to the anterior mitral valve leaflet and mr grade was 4. A second mitraclip was implanted on (B)(6) 2016 to stabilize the first clip and reduce mr. Mr was successfully to grade 2. The final patient outcome was good. No additional information was provided.